Manufacturer narrative:
Patient city: (B)(6) patient country: italy request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in italy it was reported that the patient experienced an adhesive failure on (B)(6)2026 in which the tape was not sticking. The patient reported that the issue was due to poor adhesive quality. The patient replaced the affected product and insulin delivery continued successfully. No further information available.